Event description:
The facility's representative reported an infusion pump with an 810:04 failure code. The representative stated they have no record of any patient incident involving the pump since the last baxter service event. The failure occurred during biomed testing when the device was turned on. No additional contact information was provided.